Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report: (B)(4). It was reported the patient was experiencing leg pain due to ipg location. The patient underwent surgical intervention on (B)(6) 2016, where the ipg pocket site was relocated and the lumbar lead was replaced with a new one and repositioned to further improve the patient¿s pain coverage. The patient is receiving effective stimulation coverage.